Event description:
The user facility reports one incident of a leak between the venous pt connector and pt's ash split catheter. No problem was noted at initial connection. Due to potential for contamination a portion of the blood volume in the extracorporeal circuit was discarded resulting in ebl=200cc. No pt injury or need for medical intervention is reported. A new bloodline and dialyzer were set up to resume and complete treatment.